Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use indicate the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident, stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. After the pump was explanted, pulses were not found in the distal lower extremity. However, on ultrasound, popliteal pulses were found. Limb ischemia could not be confirmed. No additional information was provided related to intervention.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.